Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Component code: appropriate term/code not available (g07002) used to capture no findings available. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received bilateral primary attune tkas to treat djd. The patellas were resurfaced and depuy cement x 1 was used on each knee. The procedure was completed without complications. 55-year-old male patient received a left knee revision to treat persistent pain and discomfort secondary to aseptic loosening. Upon entering the joint, the surgeon confirmed both the tibial tray and femoral component were loosened and debonded at the cement to implant interface. The patella was well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient received an attune revision knee. The surgeon noted that there was no joint instability or malalignment of the knee. The procedure was completed without complications. Doi: (B)(6) 2018;dor: (B)(6) 2022; left knee.